Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 426mg/dl. The customer treated with manual injections. Customer's blood glucose value was 392mg/dl at the time of the call. Troubleshooting was performed. There were no air bubbles but a leak was found from infusion set. There were no site or insulin issues. Customer was advised to monitor high blood glucose and site. The product will not be returned for analysis.